Event description:
Customer states that he sustained a serious injury as a result of a hypoglycemic event. Customer obtained a result of 137 mg/dl in the morning, which appears typical for him. Customer took his insulin, but skipped breakfast in order to take his wife to the hospital. Just before noon, he obtained a reading between 300 mg/dl and 400 mg/dl, which was unusually high for him and he took an unknown amount of supplemental insulin to decrease it and ate lunch. Almost immediately after lunch, customer became unconscious and fell down the stairs. This resulted in a fractured elbow and hospitalization with unconsciousness lasting several days that he was told was the result of a diabetic coma. Customer was in the hospital for one month, then stayed in a nursing home for a week. Customer is currently fine. Requested return of suspect device; however, customer does not have the strips that were used at the time. Replacement was sent.